Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134831/7134978.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts and had worsening pain. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.